Manufacturer narrative:
(B)(4). Results of investigation: carefusion service performed bench testing on the unit. All testing was performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed 64 hours of extended tests at the customer¿s settings. The ventilator failed the flow performance test and tidal volume tests from the final test, for slight non-conformities on the calculated flow and calculated tidal volume inhaled average. These slight non-conformities will not affect the way the ventilator ventilates. Carefusion performed a vhome trim test to address the discovered issues. The event trace log shows alarms for an empty battery, indicating that the customer not keeping the device plugged in to an appropriate power source contributed to the adverse event. Based on the customer's reported issue and carefusion evaluation, the device alarmed as intended to alert the customer of the unplugged device from the power source.

Event description:
It was reported to carefusion that a patient passed away while connected to the ventilator. The patient's father went to check on her at 2am and the ventilator was unplugged from the wall power outlet and alarming. The nurse had left the house 2 hours prior to the reported incident, at about 12am midnight. The customer stated "he is not blaming anyone and she was just tired". The screen was blank and they did not hear the alarm going off at the time, the alarm was very low. The customer is claiming that there are allegations against the ventilator. The customer stated that at the time of the event, the inop alarm was not activated.